Event description:
The end user reported that her wafer difficult to remove and stripped her skin causing minimal bleeding.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.